Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing warmth at his ipg site when stimulation was on. The pt was seen by his physician and it was determined that a revision would be necessary to address this issue and add'l pocket pain the pt was experiencing due to losing weight. Surgical intervention is planned for a later date to address the issue.